Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified internal carotid artery. A 3.5mmx30mmx135cm sterling balloon catheter was advanced for dilation. During second inflation at 6 atmospheres for 30 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed without this or any replacement device. There were no patient complications as a result of this event.